Event description:
It was reported that a patient underwent a revisionary procedure for stress incontinence on (B)(6) 2012 and a sling was implanted. The stress incontinence did resolved. On exam on (B)(6) 2012 it was noted that there was an one centimeter erosion at the site of the midurethral incision. The vaginal epithelium beneath the exposed mesh was closed and healthy in appearance. On (B)(6) 2012 the patient underwent an excision of the mesh. During the procedure it was noted that the tape was very palpable and had eroded over a one to two centimeter distance laterally near the vaginal sulcus.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-08420. The same patient is represented in each medwatch.